Event description:
In 2007, the pt had multiple device discharges. It was found that the rv lead impedance and threshold backtrack information was not available on device interrogation. Patient was hospitalized and had a rv lead extraction and reimplant on four days later. Patient was seen in follow-up approx one month later, as routine 1 month follow-up without any further sequelae.